Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-jan-2025: the instrument was inspected prior to use and no damage was found. The damage was first observed after the procedure. There was no loss of cautery nor thermal damage observed at the site of insulation damage. The procedure was completed with the same instrument. No fragment fell inside the patient¿s anatomy. No photographic images of the device or recording of the procedure is available for isi to review. The long bipolar grasper instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted distal pancreatectomy surgical procedure, the customer reported that the long bipolar grasper instrument had a broken conductor wire. The procedure was completed with no reported injury.